Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and a product investigation evaluation was performed. The investigation of the complaint articles has shown that: a driving cap (03.010.523 lot 8751021 mfg 18feb2014) was not disassembled from a radiolucent insertion handle (03.010.486 lot 8372827 mfg 03may2013) for sterilization. After completion an attempt was made to disconnect the driving cap which resulted in the device breaking and the threaded tip remaining lodged in the handle. There was no patient or surgical involvement. The returned instruments were examined and in each instance the complaint conditions were able to be confirmed. Of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. No definitive root cause was able to be identified; however it is likely that not disassembling the device prior to sterilization contributed to the seized condition which led to the driving cap failure. Device history records was conducted on (B)(4), lot# 8751021. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: feb. 18, 2014 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driving cap with handle adapter broke off at the threaded section. The driving cap was not disconnected from the radiolucent standard insertion handle when going into the sterile wash. When the devices were removed from sterile wash, an attempt was made to separate the two devices and the cap broke off. No patient involvement. The devices are available for return. No additional information. This complaint involves 2 devices. This report is 1 of 2 for com-(B)(4).